Manufacturer narrative:
Product analysis (film review): the exact cause of the reported stent graft migration and thrombus seen in the proximal aortic neck, aneurysm and the bifurcate aortic body could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. Proximal aortic neck dilatation and morphology changes due to disease progression may have contributed to the reported stent graft migration. The thrombus within the proximal aortic neck, aneurysm, and the bifurcate aortic body may have been due to the acute angulation in the bifurcate aortic body at the level of the flow divider. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately seven years and one month post index procedure, a CT revealed that the talent bifurcated stent graft had migrated distally into the aneurysm sac. There was no longer coverage at the proximal neck. The maximum aneurysm diameter measured 6.3 cm by 4.9 cm. It was noted that it is difficult to determine if the aneurysm had increased since the previous aneurysm size is not available. Per the physician's statement the cause cannot be determined. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.